Event description:
Physician reported "considerable seroma". Histopathological markers (cd30+, alk-) are confirmed. This record is for the right side. Capsulectomy was performed at the time of explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6) 2019.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Physician reports a case of side unspecified side alcl. No biomarkers have been provided at this time. The device has been removed.